Manufacturer narrative:
Evaluation summary: evaluation revealed the target device to be the primary product. All other products were classified as concomitant items. No deviations were found during review of the manufacturing and inspection documents (DHR). The returned target device was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The reported miss drilling was not reproducible in the functional inspection; all nail holes of the sample nail were passed by the sample drill without nail contact. It is possible that following issues led to the reported miss drilling: the nhs was not tightened, therefore the nail was moveable, the user applied strong bending forces to the drill during usage, the user drilled the proximal hole without drill sleeve. If one of these issues occurred could not be determined due to missing information. A more precise statement was not possible. No discrepancies were detected during risk analysis review.

Event description:
During t2 gtn surgery, the surgeon drilled the proximal screw hole of the nail by the 4.2mm diameter drill. However, the drill bit contacted the nail and the drill bit broke. Therefore the surgeon removed the broken piece from the patient bone. Afterwards, the surgeon inserted screw in transverse screw hole, and completed the operation.

Event description:
During t2 gtn surgery, the surgeon drilled the proximal screw hole of the nail by the 4.2mm diameter drill. However, the drill bit contacted the nail and the drill bit broke. Therefore the surgeon removed the broken piece from the patient bone. Afterwards, the surgeon inserted screw in transverse screw hole, and completed the operation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.